Manufacturer narrative:
The returned device was evaluated and the investigation identified a kink and hole on the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the hole. Although damage was present, the timing and cause are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patient that the bg (blood glucose) values reached over 500 mg/dl. For treatment, she changing the pod to get her levels back down. The pod was worn between 24 and 36 hours on the arm. The was also blood noted in the cannula.